Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by wesley g. Lackey, merrill a. Ritter, michael e. Berend, robert a. Malinzak, philip m. Faris and john b. Meding.

Event description:
Information was received based on review of a journal article titled, ¿midterm results of the vanguard ssk revision total knee arthroplasty system,¿ which retrospectively reviewed the midterm results of the vanguard ssk revision knee system in 272 patients (297 knees) implanted between 2005 and 2013. One patient was identified in the article that underwent a total knee arthroplasty on an unknown date. Subsequently, the patient underwent a revision procedure due to instability. There has been no further information provided and the patient outcome is unknown.